Event description:
In 2009, the device was implanted via v-p shunt at 80mmh2o. Eight months later, it was found that the ventricles of the patient's brain became too large. When the doctor changed the pressure to 30mmh2o, the patient's condition did not improve. The following month, the device was replaced by 82-3100 via v-p at 30mmh2o.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The valve was subjected to a programming test and failed, as the cam mechanism did not move. In addition, the valve was irrigated and an occlusion was noted at the inlet of the ruby ball. Once the mechanism was popped free and irrigated the device did proceed to flow normally. It was also noted that the catheter flow was normal as well. The valve was also tested for pressure and passed. Biological debris was however found on the spring, on the spring pillar, on the ruby ball, seat of ruby ball, on the cam mechanism and on the base plate. A review of the history device records confirmed the valve conformed to the specifications when released to stock. The debris was the apparent root cause of the device failure. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.